Event description:
Using an ibm pacs there have been numerous documented instances concerning the following: 1. Another pt's images presented for diagnosis after selection of a pt. 2. Examinations being marked as 'read' when no one was around to have read them. 3. Examinations being presented to the radiologist that were not previously seen in the worklist and all examinations had been cleared from the worklist. In one instance, this occurred two months after the examination was acquired. 4. The correct previous examinations not being presented for comparison. Altough the previous examination was in the system. 5. There is no automated method of tracking inputs/changes to an examination once acquired.